Event description:
The healthcare professional reported that the patient had a system that had leads pulled out for some reason seven years ago; the healthcare professional was unsure of the details and whether the system belonged to the manufacturer. There were no reported patient symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.